Event description:
The customer contacted baxter's technical service center regarding a connection issue, which occurred on the homechoice during use during dwell 3 of 4. The patient was connected. The supply bag had disconnected. The baxter technical service representative (tsr) had the caregiver (cg) end therapy and advised the cg to contact their registered nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the cg on (B)(6) 2011 regarding the supply bag disconnecting. The cg stated they were able to resume therapy successfully after starting over with new supplies. The cg could not tell what caused the bag to disconnect and thought everything was connected properly. The cg stated that the supplies looked normal. The cg spoke to the nurse about the incident. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a connection issue was not confirmed due to a lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.